Event description:
It was reported that the pt may have hit her head. Afterwards, the valve appeared to change pressure levels multiple times, and the pt was complaining of headaches. After the valve was explanted, the physician reported that it was not draining well.

Manufacturer narrative:
The device is currently under eval.